Event description:
During a preparation for a cornary artery bypass graft surgery, the first heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal, but the seal did not unravel comletely. The seal was removed without damaging the anastomosis. No pt complications were reported by the hosp.